Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the rigid endoscope telescope was damaged, and too dark. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned for inspection and based on the results of the investigation it was found the optical system was blurry due to dent on outer tube (lens broken), which confirms the customer's allegation, and the cause was most likely due to the application of excessive force. A root cause could be identified. Olympus will continue to monitor field performance for this device.

Event description:
There were no reports of patient involvement.